Event description:
Lt female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A34127) inserted. The report describes a case of crohn's disease ("crohn´s disease"). The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced crohn's disease (seriousness criterion hospitalization) and medical device removal ("medical device removal") (seriousness criterion intervention required). The subject was treated with surgery (essure removed). At the time of the report, the crohn's disease had not resolved and the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered crohn's disease to be unrelated to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Lt female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A34127) inserted. The report describes a case of crohn's disease ("worsening of crohn´s disease"). The occurrence of additional non-serious events is detailed below. The subject's past medical history included ulcerative colitis. Patient changed her name, old initials were (B)(6). Concurrent conditions included rectovaginal fistula and crohn's disease. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2015, the subject experienced crohn's disease (seriousness criterion hospitalization). On an unknown date, the subject underwent medical device removal ("medical device removal") (seriousness criterion intervention required). The subject was treated with surgery (essure removed through bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the crohn's disease had not resolved and the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered crohn's disease to be unrelated to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Most recent follow-up information incorporated above includes: on 15-oct-2018: removal questionnaire provided. Primary reason for removal was described as worsening of crohn's disease. Patient information and medical history updated. Removal was clarified to be though bilateral salpingectomy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Lt female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A34127) inserted. The report describes a case of crohn's disease ("worsening of crohn´s disease"). The occurrence of additional non-serious events is detailed below. The subject's past medical history included ulcerative colitis. Patient changed her name, old initials were (B)(6). Concurrent conditions included rectovaginal fistula and crohn's disease. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2015, the subject experienced crohn's disease (seriousness criterion hospitalization). On an unknown date, the subject underwent medical device removal ("medical device removal") (seriousness criterion intervention required). The subject was treated with surgery (essure removed through bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the crohn's disease had not resolved and the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered crohn's disease to be unrelated to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 42-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. A34127) inserted. This case describes the occurrence of crohn's disease ("worsening of crohn´s disease"). The occurrence of additional non-serious events is detailed below. The subject's medical history included ulcerative colitis. Patient changed her name, old initials were chw. Concurrent conditions included rectovaginal fistula and crohn's disease. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced crohn's disease (seriousness criterion hospitalization) and underwent medical device removal ("medical device removal") (seriousness criterion intervention required), 5 years 9 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (essure removed through bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the crohn's disease had resolved. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered crohn's disease to be unrelated to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: the onset date and stop date for the event updated. Outcome changed to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 23039) had fallopian tube occlusion insert (batch no. A34127) inserted. This case describes the occurrence of crohn's disease ("worsening of crohn´s disease"). The occurrence of additional non-serious events is detailed below. The subject's medical history included ulcerative colitis. Patient changed her name, old initials were chw. Concurrent conditions included rectovaginal fistula and crohn's disease. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2015, the subject experienced crohn's disease (seriousness criterion hospitalization). On an unknown date, the subject underwent medical device removal ("medical device removal") (seriousness criterion intervention required). The subject was treated with surgery (essure removed through bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the crohn's disease had not resolved and the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered crohn's disease to be unrelated to fallopian tube occlusion insert. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 42-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A34127) inserted. The case describes the occurrence of crohn's disease ('worsening of crohn´s disease'). The occurrence of additional non-serious events is detailed below. The subject's medical history included ulcerative colitis. Concurrent conditions included rectovaginal fistula and crohn's disease. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced crohn's disease (seriousness criterion hospitalization) and underwent medical device removal ("medical device removal") (seriousness criterion intervention required), 5 years 9 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (essure removed through bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the crohn's disease had resolved. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered crohn's disease to be unrelated to fallopian tube occlusion insert. The reporter commented: the subject spent 8 days in the hospital and had essure devices removed (essure removal was not reported as an event by investigator) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-oct-2019: this case was detected to be a duplicate to case # us-bayer-(B)(4) from which all information was transferred to this case (us-bayer-(B)(4)), then duplicate case us-bayer-(B)(4) will be deleted. New: investigator's comment: "the subject spent 8 days in the hospital and had essure devices removed." No additional new information was provided we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.